Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation. A log review confirmed the procedure date of (B)(6) 2022 on system sk4799. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to vision loss in the right eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, vision loss occurred in right eye of the surgeon side console high resolution stereo viewer (hrsv). The system was power cycled several times; however, the issue persisted. The procedure was aborted post anesthesia with ports placed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: patient information a2, a4, a5, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. An intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported problem of no image due to a component failure confirming a defective main board.

Event description:
Refer to h10/h11 for follow-up information.